Event description:
It was reported that following the implantation of an elevate pc anterior graft the patient presented with mild de-novo stress urinary incontinence. She "experienced stress urinary incontinence on two occasions with a full bladder and sneezing." The event is considered continuing (not resolved) as of (B)(6) 2013. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that as of (B)(6) 2016, the event was still considered ongoing. No intervention was taken. No further patient complications were reported.